Event description:
Follow-up information received indicated the patient is receiving effective therapy with the use of the implanted trial lead.

Event description:
It was reported the physician implanted a 50cm slim tip trial lead for permanent use. The physician was informed by the field representative that the lead in question was for temporary use during a trial period, however the physician elected to implant the lead for permanent use.